Manufacturer narrative:
Product evaluation found the lens returned in a micro centrifuge vial with some moisture. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Lens explant resolved the problem. Patient's post-op bcva was 20/20 on (B)(6) 2017. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. (B)(4). Conclusion: this device is contraindicated for use in patients under 21 years ((B)(6) year old patient).

Event description:
The reported indicated that a vicmo12.1 implantable collamer lens with a -9.50 diopter was implanted on (B)(6)-2017 in the right eye (od). The patient was (B)(6) years old at the time (this model is contraindicated for use in patients under the age of 21) the patient's iop elevated without pupil block or angle closure, so the surgeon explanted the lens on (B)(6)2017. This is the same patient as MDR # 2023826-2017-01285.